Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a 47-year-old female patient who had essure (batch no. 893019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), headache ("pain in head / severe headache"), fatigue ("extreme and chronic fatigue"), back disorder ("back problems") and genital haemorrhage ("heavy bleedings"). On an unknown date, the patient experienced procedural pain ("pain symptoms immediately after implantation"), back pain ("pain in back"), arthralgia ("pain in hips"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation),"), hypersensitivity ("allergic reaction") and premature menopause ("premature menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, premature menopause and genital haemorrhage outcome was unknown and the back disorder had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back disorder, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause and procedural pain to be related to essure. The reporter commented: between (B)(6) 2012, she underwent a medical treatment known as the ¿essure sterilisation method¿ after the device removal on (B)(6) 2016 she recovered in 2016-2017. Lot number: 893019, manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a 47-year-old female patient who had essure (batch no. 893019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), headache ("pain in head / severe headache"), fatigue ("extreme and chronic fatigue"), back disorder ("back problems") and genital haemorrhage ("heavy bleedings"). On an unknown date, the patient experienced procedural pain ("pain symptoms immediately after implantation"), back pain ("pain in back"), arthralgia ("pain in hips"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation), "), hypersensitivity ("allergic reaction ") and premature menopause ("premature menopause ") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, premature menopause and genital haemorrhage outcome was unknown and the back disorder had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back disorder, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause and procedural pain to be related to essure. The reporter commented: between (B)(6) 2012, she underwent a medical treatment known as the ¿essure sterilisation method¿ after the device removal on (B)(6) 2016 she recovered in 2016-2017. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: patient initials updated. Event foreign-body material has been removed deleted. Events pain symptoms immediately after implantation, severe (chronic) pain in the abdomen, pain in back, pain in hips, pain in head, extreme and chronic fatigue, memory loss, concentration problems, change in menstruation cycle, abnormally large amount of blood loss (during menstruation), hormonal problems, allergic reaction and premature menopause added. On 28-may-2021: the follow information were updated new reporter's physician, date of birth, stop date, lot number, back disorder, genital bleeding, onset date headache, chronic fatigue updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a 47-year-old female patient who had essure (batch no. 893019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), headache ("pain in head / severe headache"), fatigue ("extreme and chronic fatigue"), back disorder ("back problems") and genital haemorrhage ("heavy bleedings / abnormal bleeding"). On an unknown date, the patient experienced procedural pain ("pain symptoms immediately after implantation"), back pain ("pain in back"), arthralgia ("pain in hips"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation) / menorrhagia"), hypersensitivity ("allergic reaction"), premature menopause ("premature menopause"), dysmenorrhoea ("dysmenorrhoea") and feeling abnormal ("brain fog ") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (essure removal (laparoscopic bilateral tubectomy) on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, arthralgia, headache, amnesia, disturbance in attention, menstrual disorder, hormone level abnormal, hypersensitivity, premature menopause, genital haemorrhage and feeling abnormal outcome was unknown, the back pain, fatigue and dysmenorrhoea was resolving and the heavy menstrual bleeding and back disorder had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back disorder, back pain, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause and procedural pain to be related to essure. The reporter commented: (B)(6) 2012, she underwent a medical treatment known as the ¿essure sterilisation method¿ after the device removal on (B)(6) 2016 she recovered in 2016-2017. The essure was removed at patient request. Three month´s after the essure removal the adverse events have mild or moderate improvement. Discrepancy reported on (B)(6) 2021: insertion date reported as approximately (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Lot number: 893019, manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: new event brain fog was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: between (B)(6) 2012, she underwent a medical treatment known as the ¿essure sterilisation method¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality-safety evaluation of ptc. On 18-may-2021: all required follow-up attempts were completed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: between (B)(6) 2012 and (B)(6) 2012, she underwent a medical treatment known as the ¿essure sterilisation method¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.